Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a low blood glucose level. Bg value and additional information was not provided. Customer declined to troubleshoot with tandem technical support.